Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a [supplemental/final] report will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The nurse was changing the purge cassette and the aic would not go to the next screen. They swapped to another aic and there was no further issues. No patient injury was reported.

Manufacturer narrative:
Imc logs from the complaint date showed multiple occurrences of the "purge disc not detected" , which aligns with the reported complaint. On (B)(6) 2025, the purge cassette change was initiated and just after the purge cassette and disc were inserted, the "purge disc not detected" alarm was triggered and persisted even after the purge cassette was removed and reinserted multiple times. No alarms or issues related to the lcd display were observed in the imc data logs. Device analysis: the console (B)(6) was tested after arriving in fs. The issue of purge disc not detected was reproduced by connecting the purge cassette. It was confirmed that the purge flag was missing/broken. Additionally, glucose residue was found around the purge assembly. The lcd display was also inspected and found to be functioning correctly and in accordance with the specifications. Lastly, found a small crack on the bottom left side on the aic front assembly near lcd display. Root cause: the root cause for the reported complaint "aic would not advance screens during cassette change" specifically the purge disc not detected alarm (event set #402) was due to the broken purge flag. No issues related to the display were found within the aic. No problem were found.